Manufacturer narrative:
(B)(4).

Event description:
During an arthroscopic hip acetabular labrum repair and an arthroscopic shelf procedure (acetabuloplasty), a bioraptor anchor was inserted into the prepared site; however, immediately after the insertion, the anchor pulled out of the site which left a void. Due to patient¿s pre-existing condition of developmental dysplasia and osteoarthritis of the hip, the patient underwent a total hip replacement on (B)(6) 2014.